Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during inspection and setup of the device prior to any patient arrival or involvement, the red colored distal end transducer of the evis eus ultrasound bronchofibervideoscope device was chipped. There were no reports of patient harm.